Event description:
This event was reported as mitral valve endocarditis, source unknown; perivalvular leak, mitral regurgitation, shortness of breath, ventricular fibrillation, pulmonary edema and pyuria; no further info was provided.